Manufacturer narrative:
The device was returned for evaluation. Visual inspection determined the crimp balloon was torn near its bond to the inflation balloon and minor gouges are present on the flex tip. Due to the condition of the returned device (balloon torn), no functional testing was able to be performed. Double wall thickness measurements were taken on the crimp balloon along the balloon separation. The area distal to the tear could not be measured as that area consists of the bond area and inflation balloon. The measurements meet the double wall thickness specification. The received imagery was reviewed. The imagery shows the patient anatomy with the access minimum luminal diameter was 7.3 mm. Calcification is seen in the distal portion of the access vessels as well as past the bifurcation. Imagery of the descending aorta shows curvature. An additional image shows the condition of the device after use, with the balloon torn. A device history review (DHR) was performed and the work orders did not reveal any issues that could have contributed to this complaint. A lot history review was performed and there were no additional complaints for ¿balloon ¿ torn¿. A review of the complaint history reveals that the occurrence rates did not exceed the december control limits for the trend category of ¿damaged¿ for the commander delivery system. No instruction for use (IFU) or training deficiencies were identified. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The complaint for ¿balloon ¿ torn¿ was confirmed based upon the visual inspection of the returned devices. Dimensional testing of the crimp balloon double wall thickness met specification and visual inspection of the device did not reveal a manufacturing nonconformance. Furthermore, review of available information (complaint history, lot history, and DHR review) was unable to identify any evidence of manufacturing nonconformances. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the balloon tears. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment. If the physician performed the valve alignment process in a tortuous anatomy, it may result in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a balloon tear. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. As a result, the root cause for the reported complaint events can likely be attributed to patient and/or procedural factors. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint was confirmed for torn balloon, but no manufacturing non-conformities were found in the returned sample. Available information suggests that patient/procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history reveal that the occurrence rate does not exceed the december 2017 control limits for this trend category. Therefore, no corrective or preventative action is required at this time. At management discretion, a product risk assessment was previously initiated for risk assessment.

Manufacturer narrative:
(B)(4) the device was returned for evaluation. Investigation is underway.

Event description:
As reported through (B)(6) clinical study, during implantation of the 26 mm sapien 3 valve in the aortic position via transfemoral approach the balloon on the delivery system did not inflate and the valve did not expand. The delivery system and valve were removed without issue. A second delivery system and 26 mm sapien 3 valve were used. The valve was successfully deployed landing with a 80/20 disposition and no leak was noted via echo or angio.